Event description:
It was reported that this artificial urinary sphincter (aus) exhibited fluid loss due to a hole in the system. The patient experienced recurrent urinary incontinence. A surgical procedure was performed during which the aus was explanted and replaced with a new system. No further patient complications were reported.